Manufacturer narrative:
The final suture was removed and there was no signs of infections and the patient reported feeling well. No further issues were reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile/expired device, not using antibiotics, not prepping the skin, using inappropriate tools, the patient engaging in strenuous activities and patient picking at the wound have been ruled out as potential causes. The questionnaire shows the site was not irrigated before closure, multiple passes required, and tools switched during the procedure, all contributing factors to the occurrence. The questionnaire also shows the patient having a pre-existing medical condition (edema). A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity and the clinician knowingly implanting the device (user error-clinician).

Event description:
Patient was seen at a follow up appointment and incision site still had not closed, but there was no sign of infection.